Event description:
New information received notes that programming changes were performed to resolve the issue.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post-paced t-wave oversensing (pptwos) on the pacemaker (pm) and right atrial (ra) lead. Programming changes were discussed, no intervention was reported. There were no patient consequences.